Event description:
The company was informed that the patient's device has migrated. Repositioning surgery is under consideration. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.